Event description:
The patient was seen for a magnetic resonance imaging (MRI) and the device was not programmed to MRI mode subsequently, noise resulting in oversensing was noted on the device. The device was reprogrammed, however noise resulting in oversensing continued. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
Reported events of problem over-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including noise and sensitivity test, did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.